Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced sustained high blood glucose while using the ilet system and, after confirming no visible infusion site issues, was guided through a site change with insulin delivery resuming thereafter. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no specific device problem due to insufficient information and no findings available, and the device component involved could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.